Event description:
Reportedly this valve was explanted after 17 years implant duration due to the leaflet being stuck by host tissue growth. A saint jude mechanical valve was implanted in its place. In addition pt had tricuspid valve repair with a cosgrove ring done at the same time.